Event description:
Customer observed that repeated advia centaur xp tobramycin (tobr) results from the same patient did not reproduce. There are no reports that treatment was altered or prescribed based on the results. There are no reports of adverse health consequences based on the non-reproducible advia centaur xp torbramycin results.

Manufacturer narrative:
The cause of the non-reproducible advia centaur xp tobramycin results is unknown. A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and found the aspirate probe 2 pinch valve not functioning and not closing and replaced the pin. The check valves 1 and 2 were tested. The fse ran quality control material and found the system to be operating properly. The system was fully functional upon departure. No conclusions can be drawn.